Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was the electrode belt trunk cable was cut, damaging the can l and can h wires in the cable. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged electrode belt. Device evaluation of monitor has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's belt receptacle black pulse wire was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code. A us distributor reported that a patient's electrode belt was damaged.